Event description:
It was reported that this right ventricular (rv) lead has showed ventricular tachycardia episodes with noise. Ts highly suspected an insulation breach with both the right atrial and rv leads and suggested further in-clinic evaluations. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).